Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system, the drawer 5.2 had multiple cubies failed and were not detected on the bus. The customer tried to reboot and recover the storage space, but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 had multiple cubies failed and were not detected on the bus. A field service engineer opened the back panel and observed that all lights were displaying on both the module and controller boards. The fse powered down the station and reseated the connections for auxiliary drawer 5. Additionally, the fse found that bumpers were missing on the back of the rails, so the drawer was removed and the bumpers were replaced. The station was then reinstalled and rebooted. After the reboot, the customer tested the drawer inventory with successful results. The system functioned as intended after the field service engineer repaired the device.